Event description:
Patient's wife reported that on (B)(6) 2009 her husband was hospitalized in ICU with blood glucose greater than 870 mg/dl; he remained hospitalized for 3 days. No blood glucose or insulin dosage history for the period leading up to the hospitalization was reported.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia. No product lot number was provided so no qualification record review was performed. The omnipod user's guide warns that "test results greater than 250 mg/dl means high blood glucose (hyperglycemia)," and "if you get results below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."